Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a sample air obstruction within the sample probe. The cse cleared the obstruction and ran precision. The cause of the discordant (B)(6) results was due to an air obstruction within the sample probe. The cse successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, (B)(6) results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The patient samples were repeated, which resulted negative. It is unknown as to which repeat results were reported to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant (B)(6) results.